Event description:
It was reported that the patient developed a hematoma after surgery, from a catheter out through the device while it was closed. Another surgical procedure was performed to clear the hematoma, resized and set a 5cm cuff.